Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/24/2017 with the following findings: a review of the black box showed multiple call service 012/052/054. The pump powered up with two beeps, vibration, and a blank display. The pump was opened and a test display was inserted with no improvement. The slave processor was unable to be programmed via the infrared sensor. The pump was opened to find no damage to the power circuit. No evidence of moisture was found.